Event description:
It was reported that during a laparoscopic cholcystectomy the device clips were not forming properly. The clips were not advancing and were fully forming/closing. The case was completed with a like device with no pt consequence.